Event description:
It was reported that during the implant procedure, the device showed varying low impedances upon interrogation. When the device was in the pocket, bipolar impedance was <200 ohms, but when out of the pocket, bi-polar impedance was 450 ohms. The device was not implanted. No patient complications have been reported as a result of this event. The patient's status was reported as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device not returned, investigation not possible.